Manufacturer narrative:
Date of event set as 01/01/2014 as the exact date of occurrence was not provided. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of the medical records received it was discovered the patient had previously been diagnosed with roseamonas mucosa peritonitis on an unknown date in 2014. Additional information was being solicited.

Manufacturer narrative:
Date of event set as 01/01/2014 as the exact date of occurrence was not provided. Conclusion: a probable temporal relationship between the episode of roseamonas mucosa peritonitis and the fresenius products exists, and the etiology and causality of this episode of peritonitis cannot be determined due to lack of availability of patient¿s clinical information and records. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents and medical records were reviewed in the complaint file. It was discovered this peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy experienced a roseamonas mucosa peritonitis event in 2014. The patient was potentially treated with meropenem antibiotics as documented in the medical records for the antibiotic treatment plan. It was unknown if patient was treated outpatient or inpatient are all unknown due to lack of availability of patient¿s clinical information and records.